Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a flexiva ID tractip 200 laser fiber was used in a procedure in the kidney performed on (B)(6) 2019. According to the complainant, the fiber started to smoke when plugged to the laser console. Reportedly, it happened outside the patient. There was no serious injury nor adverse patient effects as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.